Event description:
A lifecor sales rep reports that a pt has experienced problems with three different battery packs over the past two weeks. One of the pt's original batteries seemed to last only about 16 hours after a full charge. Her other battery charges and operates properly. The sales rep provided two replacement batteries along with a replacement charger. Two days later one of the replacement batteries began to display a charging fault when plugged into the charger. Nine days later the other replacement battery began to display a charging fault. The faulty batteries were replaced.